Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump cracked case at the display window corners, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
It was reported that the customer experienced frequently no or intermittent response from the act button. The customer's blood glucose was 159 mg/dl. The customer stated that the insulin pump was not dropped or exposed to moisture. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Asked customer to return their insulin pump for analysis. Nothing further reported.